Manufacturer narrative:
Concomitant: product ID 7436, product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant: product ID 7436, serial# (B)(4), product type programmer, patient, product ID n EU_unknown_lead, product type lead. (B)(4).

Event description:
Additional information received reported the device was working well for the patient and there was no thought of any malfunction. They felt the device was turned off accidently either by the patient¿s son or going through the airport, but there was no way to tell. The patient was seen by a general healthcare professional and his medications were adjusted and the patient was told that eating protein at times caused the patient some interactions with current medications. The patient¿s diet was also adjusted and the shaking had subsided. The patient was doing very well.

Event description:
It was reported that the patient had been implanted with the deep brain stimulator in (B)(6) of 2012. There was a loss of therapeutic effect. On the night prior to the date of this report the patient was shaking and on the date of this report the patient¿s stomach hurt. The patient¿s son had tried to adjust stimulation on the morning of the date of this report but the patient had not gotten any better. When the patient programmer was placed over the implant all 3 green lights were solid on the left side and stimulation was on, battery was ok and 9v battery was ok. The patient was feeling better. The patient was not shaking anymore and was not in pain. The patient was having a hard time sleeping and the patient was scheduled to see their healthcare professional on the date following the date of this report. Every time the patient ate a lot of protein or a big meal the patient had more shaking. There had been no falls or traumas. No outcome or intervention was reported. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.